Event description:
It was reported that; 9mm shaver was placed in the disc space. When turned to remove disc material the shaver broke.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was greater than 3 years old at the time of the event. Material analysis was concluded that the intact fracture areas exhibited a mixed mode of cleavage and ductile fractures. Conclusion: the most likely cause of the reported event was determined to be normal wear.

Event description:
It was reported that; 9mm shaver was placed in the disc space. When turned to remove disc material, the shaver broke.